Event description:
It was reported that the pt underwent an x-stop procedure. Approximately two months postoperative, "the pt tore through her posterior ligaments, displacing the device dorsally. After displacement, the wound developed a cellulitis that would not heal after ten days of clindamycin." Subsequently, the device was removed "due to a fluctuant mass in the skin." Reportedly, "after a skin incision, a large amount of serous fluid was removed. There was no obvious evidence of a deep wound infection. The seroma was evacuated, and the area was irrigated and debrided. The wound was irrigated extensively afterward with bacitracin-infiltrated solution through a pulsavac. After 3 ml of irrigant, the wound was sprinkled with vancomycin powder." Estimated blood loss: 50 ml. "The fascia was reapproximated with interrupted #1-vicryl, followed by 2-0 vicryl for the skin, followed by staples. The wound was sterilely dressed." The pt tolerated the procedure well and is in stable condition. No additional info was reported.

Manufacturer narrative:
Method - device was not returned.